Event description:
It was reported that there was no picture on the screen. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a blank image could not be confirmed. Product passed functional testing and 6 hour burn-in without interference or losing image. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.